Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 17.0 diopter intraocular lens (iol) was implanted into the left eye(os)of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to patient being unhappy and seeing blurry. There was no incision enlargement, vitrectomy, or sutures. The lens was replaced with the same model, but different diopter of 14.5. Reportedly, there was no patient injury and the patient is doing better post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/07/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye showed that the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.